Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was reported that the patient was hospitalized for treatment (specific treatment not reported). One week after hospital admission, the patient was discharged and was prescribed ¿first or second generation¿ cephalosporin to continue home anti-inflammatory treatment. At the time of this report, the patient has not recovered from the event. Pd therapy was continued during the treatment. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.